Event description:
It was reported that blood was observed in the catheter of the intra-aortic balloon (iab). No harm or injury was reported.¿

Manufacturer narrative:
Due to character restrictions in block e1 , e1 initial reporter full name is dr.(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation), h11. Corrected field: d4 lot number, UDI#, h6(medical device ¿ problem code). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Complaint ID#(B)(4).